Event description:
A report was received that the patient was experiencing swelling and pain at the ipg site. The patient underwent pocket revision wherein the ipg was moved from right posterior ribs down to the right buttocks and was doing well following the procedure.

Event description:
A report was received that the patient was experiencing swelling and pain at the ipg site. The patient underwent pocket revision wherein the ipg was moved from right posterior ribs down to the right buttocks and was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the blood work result showed no infection.